Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days. Tandem customer technical support educated customer that the cartridge should be changed every 48¿72 hours. Customer changed cartridge and infusion set to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. H3 other text : device not returned